Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had a problem on their left side and swore it was from sciatica pain. The patient had pain across to the other leg sciatica that hadn't helped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they used all 4 programs before they reported it. Program 3 was the only one that caused them pain. Patient thought that meaning of "it not working" meant their body needed a break from unit and they did not use it for 2 weeks before appointment. They reprogrammed that device and battery switched at 3.3 on program 1 and then to 3.6 and it helped in resolving the issue. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that the cause of return of symptom was unknown. The impedance was checked and battery life was at 6-7 %. It was noted that the battery needed to be exchanged. Patient had new settings with two weeks trial. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the loss of therapy and device not working would be resolved when the new battery is installed. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy and a return of symptoms that began early (B)(6), 2016. It did not seem to work. The patient switched programs, tried all of the programs, and tried different intensities but nothing seemed to work. It had not been working like it did. The patient mentioned having it for overactive bladder and that they had to change their pajamas three times a night. The patient first tried program 3 and could not tolerate it. It was like they had sciatic problems with pain going down their leg which began some time in 2016. They then went back to program 4 and that took care of things and gave them tolerable success. The patient was now on program 3 at 3.7 volts and that did not give them sciatic problems this time but it only worked for a day. The patient mentioned falling three times since winter. However, they were having some of this trouble before the falls and it did not seem to particularly connect. The patient has not seen or called their healthcare professional (hcp) and has not seem their manufacture representative (rep) for at least two years. The patient would follow up with their hcp and see if their rep could be there so the system could be checked and they could maybe get a new program.